Event description:
It was reported that the administration port of an intravia empty container (150 ml) snapped off. This occurred as the user was attempting to remove the spike from the container, while a patient was connected to the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the intrivia bag's port was torn off the bag and connected to an unknown set. The port could not be removed from the unknown sets spike. The malfunction was caused by a manufacturing issue. A CAPA has been opened to address this issue. A batch review was performed for lot number ur13l12154. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: should additional relevant information become available, a follow-up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.